Event description:
For over three weeks, the patient was hospitalized due to suspected endocarditis. The patient presented after an episode of paraesthesia on the left side with an unstable gait (thought to be due to a "cervical syndrome") and fever. Echo revealed no source of emboli and CT showed no bleeding, ischemia or tumor, but did show maxillary sinusitis. Augmentin was started immediately and blood cultures grew enterococci. IV antibiotics were then administered, although there was no evidence of endocarditis on tte or tee. The patient also underwent extraction of sand-fly eggs (contracted during a trip to africa,) from patient's foot. Antibiotic therapy was continued for 6 weeks and the patient was noted to be "doing well" in may 2001. In 6/01, blood cultures were negative. It was also reported the patient experienced a "minor" nosebleed in december 2000.